Event description:
Pt with severe mitral valve regurgitation (+4 mitral regurgitation) with chf. Was taken to surgery for a re-do median sternotomy with transseptal approach to the mitral valve replacement. The valve was inserted. The pt was re-warmed, taken off bypass, and was in normal sinus rhythm. After removing the bulldog clamps from the vein grafts and de-airing the heart, the mitral valve was evaluated and it was found that the leaflets were not moving well and there was +4 mitral regurgitation through the central portion of the valve. The surgeon wondered if the valve had some defect within it, or if it was simply being twisted or its orientation being everted by the felt which was utilized to repair the av groove tear. The pt was placed back on bypass and the valve was excised. Per the surgeon's report, the leaflets seemed foreshortened and did not seem to meet and it was decided that perhaps the valve was trying to evert itself and tighten its own leaflets so they would not meet. An attempt was made to replace another valve, but the pt's regurgitation was worsening due to poor tissue integrity. The pt was returned to ICU where life support was discontinued.